Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional via the rep reported that it appeared that the spacing within the contacts had become swollen and enlarged. The physician tried a number of things to remove the lead and ended up having to take apart the ins header and expose the lead to remove it and once that was done the lead would not go into the ports of the new battery. The physician and rep were unsure what lead to this. It was noted that the patient had a large tattoo over the battery site which was done after her implant in 2011. It was also noted that the physician would have more information on (B)(6) 2016. Additional information has been requested regarding cause, further actions/interventions, and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient had a battery replacement scheduled because she no longer wanted to charge her battery and opted for a non-rechargeable battery for ease of use. Intra-operatively on (B)(6) 2016, the physician couldn¿t get the paddle lead out of the old ins header block; it was stuck. Both setscrews were completely loosened and out of the head block. The physician had tried wiggling the lead right by the header block to see if it could be loosened. The header block did not appear to be crushed, bent, et cetera; it appeared to be intact. The rep was to have the physician try lubricating the header block area to get the lead out as the ins was being replaced anyway. The physician was still unable to get one of the lead end¿s last contacts out of the header block. The rep stated that they pretty much had the ins taken apart. The rep discussed with technical services what would happen if the last contact was cut and it was noted that it would be off-label. No symptoms were reported. Additional information has been requested regarding cause, further actions/interventions, and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the rep reported that the lead was removed and replaced (B)(6).